Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion test for high, low and medium settings and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. The device failed to detect the downstream occlusion (7-19 psi) with values of 19.29, 20.42, 21.58, 23.8, 22. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6, h11: an event history log review was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Alarms were observed, however, downstream occlusion detection testing failures cannot be determined through the history log. Should additional relevant information become available, a supplemental report will be submitted.